Event description:
It was reported that the patient experienced feeling unwell and shortness of breath (sob). It was also reported that during follow up check, the right ventricular (rv) lead exhibited high impedance, high threshold and loss of capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, the distal conductor of the lead was extrinsically over-rotated. The connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.